Manufacturer narrative:
H11: the inspection performed by baxter found the bed to be functioning as designed, noting that bed was checked, there was no service light indicator (key) illuminated, no errors were displayed and the surface air pressures were correct. The event history log review showed no evidence of the customer reported problem. The device was found to be performing per product specifications. Additionally, findings obtained from continued follow-up with the customer, performed by baxter representatives, indicate use error and/or pressure injury prevention practice gaps by the customer cannot be excluded. The instructions for use (IFU) states the therapy surface is not a substitute for good nursing practice. Staff training will be provided. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient sustained a pressure injury while using a progressa bed system. This patient was admitted on february (year not reported) for aspiration pneumonia and bulbar respiratory syndrome. Thirty four days prior to this report, a consultation by the facility¿s pressure ulcer unit noted this patient to have grade 1 pressure injuries on the right heel and foot and left foot, a grade 3 sacral pressure injury, and a pressure injury on the left heel described as intact skin with "necrotic eschar." Treatment of the pressure injuries included a combination of oral hypoglycemic agents, osmotic treatment, enzymatic debridement (as needed), rym collagenase ointment, healing ointment with alginate, hydroclean dressing, as well as pressure relief measures. There was no specific alleged malfunction identified with the progressa bed. No further information was available at the time of this report.